Event description:
It was reported that there were defects with the tip of the super slippery guidewire.

Manufacturer narrative:
The reported event was confirmed; however, the cause was unknown. Photo samples were provided by the customer, based on the photo the coating at the tip of the wire appeared to have been cut off. The guidewire was returned with the original packaging. The sample appear to have damage at the tip of the guidewire in which the coating was cut off at the end of the wire. A potential root cause for this event could be, "inadequate material selection, and/or bonding between layers, degradation". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." "Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract." "Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval." "Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention." "Do not use dry gauze to manipulate the guidewire as this can damage the surface coating and make the wire tacky." The actual/suspected device was inspected.

Event description:
It was reported that there were defects with the tip of the super slippery guidewire.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.